Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that the returned batteries contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This event relates to the fsca (B)(4) issued by heartware, inc. For this matter. This is one of two reports (3007042319-2014-00582, and 583) submitted for devices related to the same event.

Event description:
Approximately three months post hvad implantation, the site reported that the patient's batteries were not holding charge. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident.